Manufacturer narrative:
No transseptal puncture was performed. Teri short sheath was used. Generator settings at the time of injury were noted to be within normal limits to include a temperature of less than 43 degrees celsius, impedance between 120-160 ohms, and power at 30 watts. It was noted that all acquired points were reviewed and there were no impedance spikes or high force values, which could be associated with left ventricular puncture. During the procedure, power remained under 30 watts, contact force remained under 40 grams, and all impedance reading were less than 200 ohms. Overall ablation time and last ablation cycle time at the site of injury were not reported, as it was not determined conclusively that the injury occurred during ablation. All ablations were less than 2 minutes at 30 watts. Power was not titrated. Irrigated catheter flow was set at 17 ml/min. Patient received anticoagulant during the procedure with activated clotting time maintained between 250-300 seconds. There is no information regarding spi value. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure. - the product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: teri short sheath, model and lot numbers unknown (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an idiopathic left ventricular tachycardia ablation procedure for frequent premature ventricular contractions (pvcs) with a thermocool smarttouch bidirectional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis and anticoagulant reversal. During ablation phase, following uncomplicated mapping of left ventricular basal pvcs, the patient gradually became hypotensive. Systolic blood pressure decreased from 150 mmhg to 90 mmhg. Patient remained otherwise stable and conscious. Echocardiogram revealed a small left ventricular leak with a 1.5 cm pericardial effusion without right ventricular diastolic collapse. Pericardiocentesis initially yielded 200 ml. An additional 150 ml was drained over 10 minutes while reversing the anticoagulant. Remainder of procedure was aborted. Pvcs were not ablated. Patient was transferred to the intensive care unit (ICU) and evaluated by surgery. The left ventricular leak appeared to be resolving. Patient required extended hospitalization as a result of the adverse event. Patient fully recovered. It was noted that although the tamponade was detected during ablation phase, the blood pressure was beginning to decrease during mapping phase. Factors cited that may have contributed to the adverse event include cardiovascular disease (unspecified) and a thin left ventricular wall. Physician's opinion regarding the cause of the adverse event is that it was related to procedure or patient condition. Physician indicated that the catheter was not at fault.